Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon broached to a size 12 and the broach was very stable rotationally. He requested the corresponding stem and upon implantation, the stem was grossly loose. It was necessary to broach to a larger size.